Manufacturer narrative:
The reported failure was confirmed through analysis. Visual inspection revealed that the butt bond seal was cracked, allowing body fluid to enter the distal end cavity and shorting the thermocouple. All electrodes, sensor and thermocouple resistances were in spec. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. A secondary finding of bent center support along distal end was also observed.

Event description:
Reportable based on device analysis completed on december 09 2019. It was reported that high temperature was observed. During a right atrial flutter ablation procedure with an intellanav oi catheter a high temperature of 70 degrees celcius was observed. No patient complications were reported. Multiple information request attempts were sent with no responses received. No additional event information is available. However, returned device analysis revealed the butt bond seal was cracked, allowing body fluid to enter the distal end cavity.